Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated battery compartment was neither damaged nor corroded. Customer also stated that the spring was neither damaged nor corroded. Display did not return after insulin pump restart. The customer also stated that the insulin pump had insulin pump error. Customer stated that they wears the insulin pump in shower. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error 23 alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.